Event description:
It was reported that the surgeon inserted a competitors lens using the aq-cartridge and the msi-pm injector, and the trailing haptic was torn during insertion. The incision was enlarged but not sutured. The reporter stated the incident was due to a loading error.